Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator's (ICD's) monitoring voltage was 2.68 volts. The box voltage for beginning of life (bol) is 3.25 volts. The device was not implanted and was returned to guidant for analysis.